Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced due to the advisory.

Manufacturer narrative:
Analysis was normal. No anomalies were found.